Event description:
The customer reported an over infusion. The intended programming was (etoposide, vincristine and doxorubicin) epoch in 525ml bag to infuse at 23ml/hr for 24 hours and began on (B)(6) 2018. On (B)(6) 2018 at 0615 the bag of epochr was found empty despite the pump volume displaying 189.1 mls remaining. There were 2 air in line alarms between midnight and 0300. An internal investigation found no irregularities with the tubing and currently the customer is inspecting the pump and event logs. There was no report of patient harm. Received a copy of the customer's cmdsnet program report from health (B)(6), which states ¿patient overinfusion intended programming: epoch chemo (etoposide, vincristine and doxorubicin all mixed in one bag) approx 525ml bag at 23ml/hr over 24hrs. Incident report: epochr hung at 1505, 525 ml bag over 24 hours with rate at 23 ml / hr. On (B)(6) at 0615 hours bag was found empty despite pump volume stating 189.1 remaining. The rn states that while there were 2 air in line alarms between midnight and 0300 she was not aware of any further alarms. Lmbme investigation: tubing sets were inspected and no irregularities were found. Pump is currently being inspected and event logs are being reviewed."

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion. There was no report of patient harm.